Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the baby became cold, alarm 113 flow rate noted to be below required rate when case data was pulled from arctic sun.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. Root cause could not be identified. Root cause could not be identified. Although a root cause could not be definitively identified, a potential root cause for this type of failure could be an overfill. However, this cannot be confirmed. A DHR review was not required as the serial number was unknown. The instructions for use were found adequate and state the following: "1) fill the reservoir with sterile or distilled water only. 2) four liters of water will be required to fill the reservoir at initial installation. 3) add one vial of arctic sun temperature management system cleaning solution to the sterile or distilled water 4) from the patient therapy selection screen, press the either the normothermia or hypothermia button, under the new patient heading. 5) from the hypothermia or normothermia therapy screen, press the fill reservoir button. 6) the fill reservoir screen will appear. Follow the directions on screen." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the baby became cold, alarm 113, flow rate noted to be below required rate when case data was pulled from arctic sun. Per additional information received via sample form on 30nov2023, the baby cooling was on artic gel pad. The customer ordered to rewarm the baby. The pad flow was too low to engage the heater alarm 113. Possible impact to the patient due to the use of the device. No device was replaced. Per sample evaluation results on 29jan2024, it was reported that the kinks and separating hydrogel captured during the evaluation. Per customer via phone on 08jan2024, it was reported that there was no impact to the patient, and it was determined that it was user error.

Event description:
It was reported that the baby became cold, alarm 113 flow rate noted to be below required rate when case data was pulled from arctic sun. Per additional information received via sample form on (B)(6) 2023, the baby cooling on artic gel pad. The customer ordered to rewarm the baby. The pad flow was too low to engage the heater alarm 113. Passible impact to the patient due to the use of the device. No device was replaced. Per sample evaluation results on 29jan2024, it was reported that the kinks and separating hydrogel captured during the evaluation. Per customer via phone on 08jan2024, it was reported that there was no impact to the patient, and it was determined that it was user error.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. The exact root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be an overfill. However, this cannot be confirmed. However, there was insufficient information to confirm this potential root cause. A DHR review is not required as the serial number is unknown. The instructions for use were found adequate and state the following: "1) fill the reservoir with sterile or distilled water only. 2) four liters of water will be required to fill the reservoir at initial installation. 3) add one vial of arctic sun temperature management system cleaning solution to the sterile or distilled water 4) from the patient therapy selection screen, press the either the normothermia or hypothermia button, under the new patient heading. 5) from the hypothermia or normothermia therapy screen, press the fill reservoir button. 6) the fill reservoir screen will appear. Follow the directions on screen." UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.